Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v015122, implanted: (B)(6) 2007, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 377860, lot# v015122, implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that they had been in a lot of back pain since (B)(6) 2015, and it had been getting worse over the last two weeks from the call date of (B)(6) 2015. The patient stated that everything hurt them of the last couple days. Walking hurt their lower back, their colon hurts, everything hurts. About two days prior to the call date, it was noticed that the implantable neurostimulator (ins) moved from their upper right butt cheek closer to the scar in the middle of their back. This was found when the patient had taken a shower. A lump, noted to be the device, was noticed when the patient touched the scar. The device had moved from a position underneath the scar to the actual scar location. The patient's health care provider (hcp) had given them two cortisone shots, but they did not help. The indication for use was lumbar radiculopathy. Further information regarding troubleshooting, mitigation efforts, and the patient outcome remain unknown. Follow up attempts were made to obtain this information, and a supplemental report will be submitted if additional information is received.